Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked. The customer was having trouble with removing the blue winged luer cap when the unit broke and resulted in a fluid leak. This was observed during setup for patient infusion. The device was filled with flucloxacillin 8g in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to a1: patient identifier: dr (previously submitted as ni). Correction made to a2: date of birth: (B)(6)1994 (previously submitted as ni). Correction made to a3: gender: female (previously submitted as ni). Correction made to d5: operator of device: patient/consumer (previously submitted as other) correction made to f10/h6: medical device problem codes: replace a1403 with a050401. Additional information was added to h4, h6 and h10: h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.